Manufacturer narrative:
The device in question will not be returned to boston scientific. Boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
It was reported during an aneurysm coiling procedure, the physician decided to recover the coil after it had been delivered to the lesion as he purportedly felt the coil size was too large. Though, when retrieval was attempted, he found the coil had already detached. A portion of the coil remained in the aneurysm, however, approx 3 to 4 cm of the coil had extended into the parent vessel. The physician utilized a stent to fix the coil's tip against the vessel wall. The pt is reported to be in stable condition.